Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope stopped working in three dimension imaging, during a therapeutic (gastroscopy) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed: the r-unit was broken and therefore the pixel-shift is incorrect. Additional findings include the protector of the video cable section was cut. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope stopped working in three dimension imaging, during a therapeutic (gastroscopy) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated result of legal manufacturer's final investigation and correction. Updated fields: b5,g6, h2,h10. Corrected fields : h6 (types of investigations) removed b11, h6 (investigated conclusions) removed d1101 and added d15. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the additional failure(the protector of the video cable section is cut) is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.